Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that while trying to advance through a stent that had been implanted in a previous procedure to treat a distal lesion, the stent dislodged from the balloon into the coronary. The dislodged stent was able to be retrieved with a snare device. The pt is reported to be fine. No add'l event or pt info is available.

Manufacturer narrative:
Eval summary: qa revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen and on the balloon. There was no contrast visible. The balloon was tightly folded. There were crimp marks on the balloon where the stent implant had been between the markers. There was no other damage noted to the sds. The tip seal length was measured and met mfg criteria. Product performance engineering reviewed the incident info. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support or an interaction with a previously implanted stent. The pt anatomy was not described in the case details, which may have assisted the investigation. Analysis of the sds noted blood visible in the guide wire lumen and on the balloon. This is consistent with the handling of the device and suggests the sds was at least partially loaded onto the guide wire. The tip seal length met mfg criteria. It was confirmed that the stent had dislodged, however, crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of MFR. Stent retention (dislodgement) can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of MFR, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this type of issue is not the result of mfg, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units are destructively tested to verify stent dislodgement force and the units are again inspected for stent placement, crimped stent outer diameter and stent damage. Based on the info provided and the analysis of the returned device, it appears the reported failure to cross and the stent dislodgement are related to the previously implanted stent. The failure to advance can be influenced by many factors unrelated to the product quality, such as pt anatomical condition, pt disease state, pre-dilatation strategy, device use technique and accessory device support. In this case, there is no indication of a product quality issue. The reported difficulties appear to be related to the operational context of the device. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records for this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.